Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis was completed on the returned cable. The cause for the failure was associated with a disconnected wire connection in the serial cable, and no other anomalies were identified.

Event description:
It was reported that the tablet device displayed an "unable to open port" error message. A replacement serial cable was provided and the issues resolved. The suspect usb serial cable has been returned to the manufacturer where analysis is currently underway.